Event description:
A customer reported to baxter (B)(4) that a bag line spike was deformed. The deformity was observed before use. There was no patient injury/medical intervention.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was requested. If the device is returned for evaluation, then a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The reported issue of a deformed bag line spike was confirmed. The spike was visually inspected and noted that the spike was short molded. A batch review was not performed because the lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was due to a manufacturing issue. Baxter notified the supplier and the supplier corrected the issue. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.